Manufacturer narrative:
Customer repowered aia-360 and paper feed is now working. Installed tosoh printer paper. Printer rollers are moving but when he attempts to reprint daily check, the report will not print. Fse was dispatched by technical support. Fse attempted to call the account on (B)(6) 2017 and account did not answer any contact attempts. Service report was closed with no resolution. The most probable cause of the reported event was printer failure - account did not answer any contact attempts. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2017, a customer reported printer not working with their aia-360 analyzer sn#(B)(4). A field service engineer (fse) was dispatched by technical support. The reported issue with their aia-360 instrument has the potential for causing a delay in reporting of patient results for bhcg assay. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.